Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle or the forceps channel. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The inspection method for the event is described as follows in the IFU: "chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the function in combination with related equipment". [Inspection of endoscope] 1. Visually check that there are no large scratches, deformations, loose parts, or other abnormalities on the external appearance of the operation unit or scope connector. [Inspection of forceps channel] 1. Insert the treatment instrument through the forceps plug, and check visually and by hand that the treatment instrument comes out smoothly from the suction/forceps opening at the tip of the endoscope and that no foreign matter is expelled. 2. Visually and by hand confirm that the instrument can be pulled out smoothly from the forceps stopper." [Inspection of endoscope] 9. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] when using the spray button 1. Check that water flows over the entire endoscopic image when the spray button is fully pushed in (two-stage push) while covering the hole of the spray button with your finger. 2. While covering the hole of the spray button with your finger, push the button all the way to the end (1-step push), and confirm that water spray is sprayed over the entire endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. During the evaluation, it was determined that due to clogging of channel-tube, foreign objects exiting the distal end and due to clogging of suction tube in universal cord, foreign objects were found exiting the suction port. Additionally, the evaluation revealed the following findings: due to a pinhole on channel tube, water tightness was lost; due to damage, switch #1 did not work; connecting tube had a dent; connecting tube had a wrinkle; distal end was dirty; plastic distal end cover (c-cover) had a dent; nozzle had a discolored area; adhesive around light guide lens was peeled; adhesive around objective lens was peeled; light guide lens was chipped/cracked; light guide-cover glass was dirty; universal cord had a wrinkle; universal cord was sticky; image guide protector was damaged; switch #3 was damaged; due to a dent on channel-tube, forceps could not be inserted smoothly; control unit was dirty due to water leakage; electrical-connector was dirty due to water leakage; light-guide bundle was slipping down; plastic distal end cover was dirty due to water leakage; adhesive on bending section cover (a-rubber) had a chip; adhesive on bending section cover (a-rubber) had a crack; adhesive on bending section cover (a-rubber) had white-clouded area; due to wear of angle wire, bending angle in the upward direction did not meet the standard value; due to wear of angle wire, the play of upward/downward knob was out of the standard value; switch #1 was worn; due to corrosion on electrical-connector, a noise image occurred; and scratches were found on multiple components of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the evis lucera gastrointestinal videoscope exhibited leakage -water entered scope connector. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, the channel-tube had foreign objects exiting distal end, which had been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized the product before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.